Event description:
Surgeon reported that patient received an implant on (B)(6) 2017 and that the patient progressed very well post-operatively until stepped on "by 300-pound man" sometime in mid-late (B)(6) or early-mid (B)(6) 2017. After being non-weight bearing for about 2 months and continued pain, the implant was removed on (B)(6) 2017.